Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 04/14/2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported that the unit was in use when a patient was burned. To date, no further information or detail has been provided by the site.

Manufacturer narrative:
(B)(4). This complaint has upgraded to a serious injury because treatment of the patient's burn area included stitches. One used forcefxcs was received for evaluation. The returned sample met specification as received by medtronic. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the unit to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.